Event description:
(B)(4). Since getting essure implants placed in (B)(6) 2009, and getting my dye test to confirm 100% occlusion - I became pregnant the following month after the test. I gave birth on (B)(6) 2010. I also have the following symptoms ramping, sharp pains during ovulation, incontinence, menorrhagia, frequent urination, back pain, migraines, brain fog, increased anxiety, recently diagnosed depression, high bp, hair loss and weight gain. None of which I had before the implants with the exception of anxiety, to which it has became worse and is now accompanied by depression. On (B)(6) 2010 I had a tubal ligation so that I would not have any more children.